Event description:
"Ms x was a right and left heart cath. The procedure was done via right internal jugular and right radial artery. The patient was stable. Routine procedure done. After finishing the routine case it was decided to do a pressure wire study to rule out the need for stenting. New tubing and transducer for right heart was used. Mr z flushed with good column of fluid to prime the system. Dr x had the guide and mr z saw dr x pull back with solid blood flow into the syringe. Mr z flushed. They proceeded with the case and when the guide was primed with contrast, the patient's heart rate and bp dropped. Code blue (medical emergency) with CPR started. Iamb inserted. Echo done. Transferred to ccu".medrad service person "...downloaded the system's "flight recorder" and found no error messages logged. Performed the avanta post service interventional system checkout per medrad's procedure. System checked in good working order at this time. Upgraded to software 002.013_sh as part of routine service".